Event description:
It was reported to boston scientific corporation that a microknife xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the tip of the needle broke off. The physician tried to retrieve it using forceps, but the fragment was too small to retrieve. Doctor has decided to leave the needle in the patient without further intervention. The procedure was completed with another microknife sphincterotome. There were no patient consequences reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device showed that working length was twisted. The needle was extended from the tip and the length of the remaining exposed needle was confirmed to be 1 mm. The broken end of the needle was blackened and a ball weld was present. Further analysis found that the outer diameter of the remaining needle meet specification. During manufacturing, tome devices are 100% inspected so the broken needle is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a microknife xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the tip of the needle broke off. The physician tried to retrieve it using forceps, but the fragment was too small to retrieve. Doctor has decided to leave the needle in the patient without further intervention. The procedure was completed with another microknife sphincterotome. There were no patient consequences reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.